Event description:
Litigation papers allege the patient suffered pain, which includes difficulty sitting, standing, or walking and experienced excessive levels of chromium and cobalt. **update** (B)(6) 2012 ppd received. In addition to previously reported allegations, medical records reported that the femur cracked during the primary. The stem as been added.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.